Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with a medela clinician on 3/31/2017, the customer stated that she received an antibiotic for the mastitis. In an additional follow up on 4/13/2017, the customer stated that she was diagnosed with mastitis by her ob doctor and her mastitis is now resolved. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2017, that she had low suction and was not expressing milk, while using the pump in style advanced breast pump. The customer also mentioned she had mastitis.